Manufacturer narrative:
(B)(4). Product is currently under evaluation. Most likely underlying root cause: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 90-140mg/dl fasting. Verified the strips expire 4/13/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 165mg/dl and 176mg/dl not fasting. Reviewed meter memory 1:75mg/dl (B)(6) 2015 11:53:00 am fasting:yes; 2:83mg/dl (B)(6) 2015 07:29:00 am fasting:yes; 3:115mg/dl (B)(6) 2015 02:52:00 am fasting:yes; 4:54mg/dl (B)(6) 2015 04:15:00 pm fasting:yes; 5:198mg/dl (B)(6) 2015 04:17:00 pm fasting:yes. The customer is concerned with the results of 54 and 198mg/dl in the meter's memory the customer call regarding getting erratic results on the meter. The customer say that she tested on (B)(6) 2015 and the results changed very quickly.